Event description:
Revision of viper 2 unilateral, cfx screw and confidence cement, l3-iliac crest performed on (B)(6) 2015 by dr (B)(6). The patient underwent revision surgery as the patient had fused on 1 side, but had not fused on the other side. This was identified from an x-ray, which highlighted black areas around the screws which the product specialist has described as haloing. (B)(6) 2015 - update - clearer complaint description received. On an unspecified date, approximately 5 years ago, the patient underwent surgery from l3 ¿ iliac crest and a viper 2 system was implanted. Recently an x-ray was taken, it was identified from the x-ray that the patient had fused on 1 side, but not on the other side (black areas / haloing seen around the screws on the x-ray). Therefore, on (B)(6) 2015, the patient underwent a unilateral revision surgery. Some screws of the viper 2 system were removed. The surgeon implanted a cfx screw and confidence cement.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.